Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that a PICC was inserted in an outpatient. The customer came back and the doctor noticed a small hole in one of the pigtails. New PICC inserted. No patient injury or consequence.

Manufacturer narrative:
(B)(4). The customer returned a 3 lumen catheter for evaluation which showed evidence of use. The catheter body, extension lines and luer hubs showed no obvious damage when inspected with the naked eye. Microscopic examination revealed a slice in the medial extension line body. The appearance of the slice was consistent with contact with a sharp instrument. The slice in the medial extension line was 2.7cm from the medial luer hub. A lab inventory 10ml syringe and water were used to leak test the device with the catheter body occluded below the juncture hub. When the medial extension line was tested, water immediately leaked from the location of the slice observed during visual inspection. No leaks were observed when the proximal and distal extension lines were pressurized. A device history record (DHR) review was performed on the catheter and no relevant findings were identified. The IFU for this product cautions the user not to secure, staple and/or suture directly to the outside of the diameter of the extension lines and not to use scissors to remove or change the dressing to minimize the risk of cutting or damaging the catheter. Other remarks: the report of damage to an extension line was confirmed through examination and testing of the returned sample. There was a leak from a slice in the medial extension line at 2.7cm from the luer hub. The appearance of the slice was consistent with contact with a sharp instrument. A DHR review was performed and it did not reveal any manufacturing related issues. Based on the appearance of the leak site and the information provided, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that a PICC was inserted in an outpatient. The customer came back and the doctor noticed a small hole in one of the pigtails. New PICC inserted. No patient injury or consequence.